Event description:
The hcp repoprted that a rotor study was performed and the rotor did not move. The pt is receiving duramorph via the drug delivery system. The pt has been experirncing increased pain. But has not rpeorted withdrawal. A follow-up report will be sent when additional information becomes available.